Event description:
Clinical study. It was reported that 726 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x10mm, mildly tortuous, 75% in-stent restenosed lesion in the mid right coronary artery (mid rca) with direct placement of a taxus express2 3.0x12mm drug eluting stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. Seven hundred twenty six days post index procedure, balloon angioplasty was performed to the mid rca due to focal in-stent restenosis. The relationship of this event to the taxus stent was "unknown." The patient was discharged 2 days later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.